Manufacturer narrative:
Date sent to the FDA: 11/09/2007. Conclusion: the product upon which this medwatch has been received. Once the evaluation is complete any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2007-01042 for the other medwatch. The same patient is represented in each medwatch.

Event description:
International customer reported that a tear in the reservoir was observed upon initial activation. The device was disconnected and exchanged.